Event description:
It was reported that the surgeon replaced components listed due to skin rash, pain and pseudo tumor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00677.